Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00 during the start up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, the hard disk and reloaded the software. After the replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system was stuck at 00:00 during start up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.